Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the wire wound up slipping into the common bile duct when used with the balloon. It was noted that the catheter tip felt flimsy. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.